Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 1 closed sample (already expired) to analyze this complaint. We have tested the needle attachment strength of the closed sample received and the results fulfil the requirements of the european pharmacopoeia: 1.99 kgf in average and 1.64 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). Furthermore, needle attachment strength results before releasing the product were 2.08 kgf in average and 1.92 kgf in minimum and fulfilled ep requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with premicron suture. The client reported that during surgery, when taking the bites on the tissues of the aortic valve, the suture (premicron 2/0 mss001655) broke, and the needle separated because of the blood and water. Additional info received: when surgeon takes the suture through aortic valve tissue, the needle has been separated from the suture thread. Not one, but twice it happened during the surgery. No patient injury. Surgery went well. Aortic valve replacement. Surgery delay for more than 15 min.